Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, deflation difficulties were encountered. The target lesion was located in the left radial hemodialysis shunt. A 5.0 x 40, 40cm mustang balloon catheter was advanced to the target lesion and using a 50:50 contrast media ratio was inflated three times to 12atms, 14atms, and 18atms for 60 seconds each. During the third deflation, the mustang balloon only partially deflated after approximately 5 minutes. A needle was used to puncture the balloon and remove the device without incident. The procedure was completed with this device. No further patient complications were reported and the patient's status is listed as good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, deflation difficulties were encountered. The target lesion was located in the left radial hymodialysis shunt. A 5.0 x 40, 40cm mustang balloon catheter was advanced to the target lesion and using a 50:50 contrast media ratio was inflated three times to 12atms, 14atms, and 18atms for 60 seconds each. During the third deflation, the mustang balloon only partially deflated after approximately 5 minutes. A needle was used to puncture the balloon and remove the device without incident. The procedure was completed with this device. No further patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found no kinks or damage along the entire length of the device. An examination of the balloon found no tears or evidence of a leak. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure, with no resistance or leaks noted. A vacuum was pulled and the balloon deflated fully with no resistance noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be confirmed. (B)(4).